Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
The nurse informed the sales rep that the screw of the instrument got broken during the operation. Operation went ok. There is no lot number on the instrument.